Event description:
During an atrial fibrillation procedure utilizing the volt pfa system, the volt catheter was prepared and introduced into the agilis sheath. After advancing the catheter approximately 10 cm, aspiration was performed. Approximately 20 ml of blood was aspirated, and only air was returned from the agilis sheath. A second aspiration attempt produced the same result. The volt catheter was then removed, and aspiration was repeated; the issue persisted, with air again returning from the sheath. The agilis sheath was replaced and the procedure was completed with no adverse consequences for the patient.